Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is halfway fractured distal to glue zone; the fiber/glass cap distal part is detached and not returned; the fiber/glass cap proximal part is blackened; the heat shrink tube shows signs of melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that there was an error reading the fiber card @ 0 joules with the first fiber. The fiber was damaged at the tip @ 275,003 joules with the second fiber. The procedure was completed with an alternate procedure (turp).the patient outcome is listed as "fine."this report is for the second fiber.